Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had lower than usual blood glucose levels for the past week. The customer's blood glucose level was 50 mg/dl. Customer treated with orange juice and food. Customer had been experiencing low blood glucose levels for about 1 week. Customer was not admitted as an inpatient for medical treatment. Customer was not disconnected during the rewind/prime sequence. Customer stated that he had decreased basal by 5%. Customer stated that the reservoir is showing the same amount of insulin as shown on the status screen. Customer checked all his settings and stated that he does not use the bolus wizard. Customer calculates on his own. No additional information provided.